Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and there was no evidence of foam degradation. During the evaluation, no foam particles were observed. A secondary finding of calcium and error code #4 was observed and noted during evaluation. Eval noted in ra 312693465. The device was scrapped.

Manufacturer narrative:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and there was no evidence of foam degradation. During the evaluation, no foam particles were observed. A secondary finding of calcium and error code #4 was observed and noted during evaluation. Eval noted in ra 312693465. The device was scrapped. This notification is being reviewed due to a user of a (device name) device. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of foam particles. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.